Manufacturer narrative:
The investigation was completed on 04-jul-2023. It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system. After 4-5 ablations, a "massive" map shift occurred on the carto 3 system with no errors or patient movement detected. The physician confirmed catheter location with intracardiac echocardiography (ice) that a map shift occurred. A new map was started in the same study to continue, no issues occurred after this. An investigation was initiated by the manufacturer to investigate the issue. It was found that the reported map shift was caused due to patient movement. According to carto 3 instructions for use: "when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated." In addition, it was also found that the reported map shift was caused due to high metal values during mapping. The issue is related to a se defect. The defect is being handled per defect management process. The complaint history of the system was reviewed and no more similar problems were found since the issue occurred. A manufacturing record evaluation was performed for the system 11183, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate map shifts. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: cause traced to user (d11) / component code: appropriate term/code not available (g07002) were selected as related to the customer¿s reported ¿map shift¿ issue. -investigation findings: software problem identified (c10) / investigation conclusions: cause traced to component failure (d02) / component code: computer software (g02008) were selected as related to the customer¿s reported ¿map shift¿ issue and the biosense webster inc. Analysis finding of the ¿software defect¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto® 3 system and a map shift no error message with no patient movement and no cardioversion issue occurred. After 4-5 ablations, a "massive" map shift occurred on the carto 3 system with no errors or patient movement detected. The physician confirmed catheter location with intracardiac echocardiography (ice) that a map shift occurred. A new map was started in the same study to continue, no issues occurred after this. The bi-plane fluoroscopy system was having issues, an error was affecting the lateral camera and it could not be used but it was in the field. Additional information was received. No error was displayed in the system. When pulling up the patches by using 'control p' it displayed that the back patches had not moved at all. We noticed the shift because they had to erase a large amount of the map to display the visitag and suggested the physician to look at ice. The caller stated that the physician does not use our ice so he was unable to see the difference that the physician saw. After the realization that a shift had occurred, they made a new map, and it confirmed once again that a shift happened. The issue occurred during ablation. The caller was not sure the exact distance of the map shift, but he had already uploaded the study data to the lightening application. The physician did not perform a cardioversion prior to the map shift. The patient did not move and the patient did not undergo a cardioversion. The event was assessed as MDR reportable for a map shift no error message with no patient movement and no cardioversion.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)